Event description:
It was reported that during the implant procedure, while trying to implant the atrial lead, there appeared a noise. "The physician threw the lead and it left." It was also noted that it was impossible to unscrew the lead after several attempts due to a setscrew problem. The physician decided to replace the device. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)